Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml exactamix eva tpn bag had leaked. This event occurred after the bag had been compounded with an unspecified solution. It was reported that the product had leaked through holes near the clamp and the holes were visible inside of the sealed bag through the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the fill port tubing where the clamp was attached revealed a hole in the tubing. Functional testing was performed and revealed a leak from the hole. Microscopic inspection was performed and revealed a hole on the front and right side of the tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.